Event description:
Treatment of an internal carotid artery (ica) aneurysm. It was reported that the pipeline twisted during deployment and was removed from the patient. No patient injury reported.

Manufacturer narrative:
Only the pushwire was returned for analysis. The evaluation could not determine the cause of the event. (B)(4).